Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that a non-union occurred on an unknown post-operative date. The devices were initially implanted on an unknown date to treat tibial fracture. No further information was provided. This report is for one (1) 10mm ti cannulated tibial nail-ex/390mm-sterile. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.